Event description:
The cause of the not feeling stimulation and terminated error message, is still unknown. The recharger was replaced. It is unknown if the issue has been resolved. The rep will be meeting with the patient on 23rd august. The information has been confirmed/provided by the physician.

Manufacturer narrative:
Continuation of d10: product ID 97745nt lot# serial# (B)(6), product type, product ID 97755 lot# serial# (B)(6), product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97745nt, serial# (B)(6), product ID 97755, serial# (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97745nt, serial/lot #: (B)(6), UDI#: (B)(4), b3: event date is year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated they have been having trouble with the controller for over 2 months. Patient stated the controller keeps telling them charging terminated even when the controller is full. Patient said they have reset the controller and it seems to start again but today it did it again. Patient also said the battery recharging is only lasting a day. Patient mentioned they saw an "m06 code call mdt device not working" and resetting the controller resolved the issue. Agent walked patient through removing the battery pack and plugging controller into the ac power cord; patient confirmed controller did not power on. Patient confirmed the green light was on the ac power cord. The issue was not resolved. An email was sent to the repair department to replace the controller. Additional information was received from the manufacturer representative (rep). Rep reported they recall or remember when they were made aware, but would have submitted the complaint if they were. A new controller was sent to the patient to resolve the issue. The information has been confirmed with the physician. Additional information was received from the manufacturer representative (rep). Rep called to follow-up with patient on the line. The patient indicated that they continued to have the same issue with the new controller that was sent and they are not feeling the tingling sensation any longer. The patient did not have access to the patient controller and recharger. The caller requested to have the recharger replaced and will call back when they have access to the components. Rep called back with sn of recharger (rtm). Tss will request replacement rtm. Rep called and said rtm was replaced as well as the controller, but patient is still getting the "terminated" error message. Rep inquired if it could be lithium battery issue. Tss told rep that either there is battery to allow recharging or there isn't, since there is no report of battery issue and patient is able to use the equipment then battery replacement isn't necessary. Tss reviewed what can cause "terminated" message, and recommend that rep meet with patient to assess whether the recharger might have moved during recharging or if it's a pocket site issue.

Manufacturer narrative:
H3: product ID 97745nt serial# (B)(6) was returned for analysis and found the complaint was unable to be verified; unit pairs and charges ins and internal battery pack and powers up with battery pack, ac charger and aa batteries. They were able to pair and communicate with the test implant via wireless and activate and deactivate stim functions. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Per additional information received from manufacturer representative (rep) on 07oct2024, the issue was still unknown. Rep will be meeting with the patient over the next couple of weeks to check the diaries to confirm that the stimulator has been on and working. All information has been confirmed by the doctor.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.